Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted after a strip was printed. They stated that it happened early (B)(6) 2021. The strip printed was for a patient on telemetry transmitter. No hdd port errors. No signal or communication loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted after a strip was printed. They stated that it happened early (B)(6) 2021. The strip printed was for a patient on telemetry transmitter. No hdd port errors. No signal or communication loss. No patient harm was reported.